Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. During an atrial fibrillation ablation procedure, a farawave 2.0 cath was selected for use. The patient was given an rf cavotricuspid isthmus (cti) ablation prior to transseptal puncture (tsp). After tsp, the left atrium was mapped with a non-boston scientific mapping catheter, and a fifth vein was discovered on the roof. The farawave was then inserted and pulmonary vein isolation and a posterior wall ablation was performed. Upon an attempt to wire the fifth vein on the roof using a guidewire and perform a basket within the vein, the patient's implantable cardioverter-defibrillator (ICD) started pacing at 90 bpm and blood pressures began to drop. The ablation was finished and a transesophageal echocardiogram (tee) was performed to confirm a perfusion. The physician then performed a pericardiocentesis. The exact perforation location was not confirmed however most likely to be in the fifth vein located on the roof. At that time around thirty minutes of ablation had occurred. The patient was sent to intensive care unit and expected to fully recover. It was further confirmed that here was no difficulty noted with the tsp. The physician does not believe any of transseptal product contributed to the patient complication. The physician was also not convinced that the farawave device cause the patient complication, but it was probably the leading candidate. The activated clotting time (act) was therapeutic for the duration of the case. The patient was later discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was currently unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. During an atrial fibrillation ablation procedure, a farawave 2.0 cath was selected for use. The patient was given an rf cavotricuspid isthmus (cti) ablation prior to transseptal puncture (tsp). After tsp, the left atrium was mapped with a non-boston scientific mapping catheter, and a fifth vein was discovered on the roof. The farawave was then inserted and pulmonary vein isolation and a posterior wall ablation was performed. Upon an attempt to wire the fifth vein on the roof using a guidewire and perform a basket within the vein, the patients implantable cardioverter-defibrillator (ICD) started pacing at 90 bpm and blood pressures began to drop. The ablation was finished and a transesophageal echocardiogram (tee) was performed to confirm a perfusion. The physician then performed a pericardiocentesis. The exact perforation location was not confirmed however most likely to be in the fifth vein located on the roof. At that time around thirty minutes of ablation had occurred. The patient was sent to intensive care unit and expected to fully recover. It was further confirmed that here was no difficulty noted with the tsp. The physician does not believe any of transseptal product contributed to the patient complication. The physician was also not convinced that the farawave device cause the patient complication, but it was probably the leading candidate. The activated clotting time (act) was therapeutic for the duration of the case. The patient was later discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields patient identifier (a1), date of birth (a2), weight and unit of measure - weight (a4), in section a - patient information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis it was indicated that the device was retained by facility; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the farawave device confirmed that the event of pericardial effusion, perforation, cardiac, cardiac tamponade and hypotension were known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Pericardial effusion, cardiac tamponade and perforation, cardiac are an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension was a consequence of the pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.